Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed the occlusion test at 28.28 psi. The event happened during testing, and there was no patient involvement.

Manufacturer narrative:
D9 - date returned to mfg: 24-may-2025. H3: one device was received for analysis. A service history review identified that the device was repaired on 07-jan-2025 for an unrelated issue. The reported issue could not be confirmed as downstream occlusion tests were performed four times, and the device passed each time with readings within the required specifications. The root cause of the issue was unknown. As a preventative measure the downstream occlusion seal was replaced and calibrated. The device then passed all tests after the repairs.